Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant of the right ventricular (rv) lead, the egm showed what seemed to be noise. Repositioning and changing testing cables were tried but the same results were observed. The lead was replaced. There were no adverse health consequences, the patient was stable.